Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was 526 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.